Event description:
During a lead implantation procedure, inadequate capture threshold was observed on the left ventricular lead. A different lead was implanted successfully. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification. Visual inspection of the lead revealed no anomalies.